Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The customer did not recall the blood glucose reading. The customer was advised to clear the alarm disconnect and reconnect the tubing and reservoir and then manually push insulin. The customer reported that insulin did not exit. The customer was instructed to assemble a new infusion set with the current reservoir and insulin did not exit with the manual push. The issue was resolved when the customer tried the manual push with a new reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.